Event description:
It was reported that a large volume intermate had a hole at the bottom of the housing. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 26-30, 2023. H11: the device and a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed damage/dent at the bottom of the device's housing. Visual inspection was performed on the actual sample and a dent with a small hole located at the bottom of the device's housing was found. The reported condition was verified. The cause of the condition could not be determined; however, probable cause was related to shipping/distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.